Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that the 4-40 stud broke off while torquing on the instrument prior to the lap gastric bypass case beginning. A new handpiece was used to start the case. The case was completed without any patient consequence. The device is being returned for analysis.